Manufacturer narrative:
(B)(4)

Event description:
It was reported intermittent crosstalk was observed during atrial pacing. The patient was asymptomatic. Review of session records notices an oversensing event causing inhibition of biventricular pacing. A ventricular sensing marker was missing for one sensed event. Turning off the lfa filter was not an option as it made crosstalk worse. The patient returned for a cath lab procedure and the sense/pace portion of the lead was reconnected to the device with normal measurements. The patient condition was fine after both the event and the procedure.